Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed the medium-large clip applier does not close correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition/engagement tests and moved intuitively with full range of motion in all directions. The instrument failed the clip test. Additionally, the instrument was found to have a cracked input shaft. Improper cleaning during reprocessing most commonly causes this failure.